Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that there was going to be a catheter and pump revision. The patient had redness around catheter going from spinal wrapping around to the hip. There were no patient symptoms. The patient was taking aspirin and it may have caused a hematoma in the pocket per what the physician says. The event was not due to the pump, catheter, drug, or programming. The healthcare provider (hcp) was adamant that the redness was not an infection, but blood accumulation. It was stated that the patient presented "obtunded due top being a baclofen patient." It was later reported that there was no troubleshooting, interventions or other actions were taken to resolve the event. The patient was receiving effective therapy as of (B)(6) 2014. The pump system was delivering baclofen and morphine.